Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 100 mcg/day) via an implantable pump for stroke and intractable spasticity per the patient there was no withdrawal but spasticity returned and there was decreased efficacy beginning (B)(6) 2017. Per the report there were no factors that contributed to the event and no troubleshooting was performed. The catheter was partially explanted on this report date and would not be returned as it was discarded by the customer; the doctor took the patient to the operating room on this report date for catheter exploration and upon opening the pump pocket incision and exposing the pump and connector site, he noted a small fracture at the collet connector. The fracture was on the distal end of the spinal catheter (the portion that gets tunneled to the pump pocket and is connected to the collet). He cut the catheter distal to the fracture and connected a new pump segment to the existing 1 piece catheter via collet connector. At the time of this report, the issue was resolved and patient status was ¿alive - no injury¿ no further complications were reported